Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary drawer not registering as closed. The customer stated that the malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E3. Other occupation: systems manager (information systems). A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 14-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station had a failed full-height (fh) cubie drawer that would not open. The hardware test application was run, and the drawer was tested, but it did not open. A field service engineer removed the drawer and checked the inseparable latch, discovering that the magnet was missing from the latch. The field service engineer removed and replaced the inseparable latch and reinstalled the drawer in the station. Upon reboot, the drawer became operational and recovered. The system functioned as intended after the field service engineer repaired the device.